Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 5600r and lot# 22128211 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd OEM largebore smartpocket was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We have observed leaking when removing a lure syringe when operating at 5 psi.